Manufacturer narrative:
Product complaint: (B)(4). Investigation summary: examination of the returned device confirmed the reported event. Depuy considers the investigation closed. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
(B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Glenoid reamer dull. Replacement on po (B)(4). Patient consequence? : no. Is the information being submitted for this complaint all the details that are known/available regarding this event? : yes.